Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all in one turned off due to software issue. A technical support specialist assisted the user to turn mintor back on. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medbank system all in one turned off, which caused a delay in dispensing the medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.